Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 4 years since the subject device was manufactured. Based on the results of the investigation, failure of the cable has been confirmed. It is likely that the video did not function normally due to the failure of the cable, and the phenomenon pointed out [color bar appearing] might have occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the cable part was twisted and the head main body was worn. The head part scope mount was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the 4k autoclavable camera head image switched to color bar during surgery. It was also noted that the camera head felt excessively hotter than normal. The procedure was an endoscopic sinus surgery for treatment of sinusitis and it was completed. The image issue occurred several times during the procedure, requiring a reconnection and power cycle. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the image issue reportable malfunction.